Manufacturer narrative:
Date received by manufacturer: 01oct2019. Date of report: 02oct2019. The service engineer (se) inspected the device. The se could not duplicate the reported issue, the unit was kept under observation with no issue. The device successfully pass performance specification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30sep2019.

Event description:
It was reported that the ventilator had a restart error appearing. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.